Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump up arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip. No frozen screen noted.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer removed and put the battery back in and the alarm occurred again. Blood glucose value is 153 mg/dl. Nothing further reported.